Event description:
A stryker ahto disposable suction/irrigator tube set was leaking from the section that hooks into the irrigation pump. There was no impact to the patient. The tubing was replaced and the procedure was completed as planned. The tubing was saved and will be returned for failure analysis. Manufacturer response for evacuator, gastro-urology, ahto (per site reporter). A complaint form was completed. We intend to return the device for failure analysis.